Event description:
It was reported that the patient had gained significant weight and the implantable neurostimulator (ins) was deeper than it had been in the past. Issues with coupling progressively started. The patient was previously getting eight boxes but now would only get four boxes and was having difficulty getting full coupling boxes. It was also noted the patient had been getting the antenna too hot icon during the past three charging sessions after 3.5 hours of charging. It was reviewed the patient could use a spacer to help reduce heat insulation and not charging with anything over the charging antenna. As a result the patient¿s ins was relocated on (B)(6). At the time of the revision a new extension was added to the lead (old explanted). The ins site was changed to the right subclavicular area. The contact between the programmer and ins was more efficient. Coverage remained effective for the pain target in the left arm.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3998, lot# v011457, implanted: (B)(6) 2006, product type: lead; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).